Event description:
The implant was failed due to pt bone condition. Traditional 2 stage. Poor oral hygiene. Bone grafting material used. Tobacco use.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.